Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that the stent was not secure on the device. The 3.0x12 mm vision stent was found in the protective sheath. There were no untoward effects to the pt. The case was completed with another product without incident. No additional info is available.